Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead presented to the emergency room. Device interrogation was performed where loss of capture (loc) was observed. Pace impedances and r-wave amplitudes had dropped. A chest x-ray was performed where it appeared that the lead was not in it's original location. The patient was seen for a revision procedure. Fluoroscopy was performed where it appeared that the lead has perforated. The lead was repositioned and remains in service. There were no additional adverse patient effects reported.